Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. A correction is also being made to the device problem code. The issue of the device is the gap between the c-cover and the c-body, and a-rubber was cracked. Device problem code corrected accordingly to break. A leak was also noted. The device history review confirmed that device conformed to specifications when manufactured and shipped out. The root cause of the issue of gap of adhesive on the distal end could not be determined but is likely wear and tear and from previous examples, and can be attributed to deterioration of glue from long usage and/or user handling. The device operation manual instructions for use (IFU) describes as follows for maintenance management: the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with an observed irregularity should not be used, but should be inspected by following ¿troubleshooting guide¿. If the irregularity is still observed after inspection, contact olympus. Maintenance of the forceps elevator has to be performed according to ¿inspection schedule related to forceps elevator¿ in the manual. Inspection of the endoscope: inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion section for scratches, cracks, stains, or other irregularities.

Manufacturer narrative:
Due diligence was executed for this event. Device was returned and evaluated. User complaint was confirmed. A scope leak check was performed and leaking between c-body and c-cover was observed. There was evidence of dent and scratches on the c-cover insulation which too had a leak.a-rubber was cracked. The ob lens had old glue and the lb lens had a tiny chip at the edge of the old glue which did not affect the image quality. The evis image had one black dot in the left quadrant. Conclusion based on evaluation is device wear and tear caused the issue.

Event description:
As reported for this event, during reprocessing immediately after an outpatient endoscopic retrograde cholangio-pancreatography (ercp) there was air/water leak at the end of the tip. Patient is discharged; there was no adverse impact to patient. The device was inspected prior to procedure with no noted anomalies. Physician is very experienced in the use of the device.